Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her son's onetouch ultralink meter was displaying a message of apply sample. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged meter issue first began, the patient's testing frequency is not known, and the patient's diabetes management is not specified. It is not clear what action the patient took in response to the reported meter issue and it is also not specified if the patient's blood glucose was tested with a secondary/ back-up device after the reported meter issue occurred. According to the csr's documentation, the reporter indicated the patient "always has symptoms" of high; however, it is not clear when the symptoms occurred and it is not specified if the symptoms were a result of the alleged meter issue. The reporter, however, denied the patient received medical intervention after the alleged issue began. During troubleshooting, the csr noted the patient was using the proper testing technique (per owner's booklet recommendation); however, it is not known if the patient was using the correct test strips at the time the alleged issue occurred, since the reporter no longer had the vial of test strips available. The alleged meter issue remains unresolved. A replacement meter was sent to the patient. Although it is not clear when the patient's symptoms of high occurred and the patient's symptoms are not specified, this complaint is being reported because the patient reportedly developed symptoms while using the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.